Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0206422211, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 14-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during a programming review session on 2019-aug-29, impedance testing was performed and found electrode pair 0-3 had an impedance <(><<)>50 ohms and electrode pairs 0-2, 1-2, and 2-3 had impedances >4000 ohms when tested at 0.5 v. The patient¿s symptoms were good at that time and her estimated battery longevity was 28 to 49 months. Later in 2019 however, the patient reported experiencing deteriorating symptoms when her implantable neurostimulator (ins) was nearing the elective replacement indicator (eri), despite programming switches. During pre- and post-ins replacement, impedance testing showed that electrode 0-2 remained out of range. Despite this, the hcp decided not to replace the lead at that time. The patient denied any falls and it was noted the patient had always been compliant. No further complications were reported or anticipated.